Event description:
It was reported that, "the tip of the screwdriver sheared off and because stuck in the head of the screw. The surgeon was able to seat the screw and liner because it happened with the final turn of the screwdriver."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.